Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a high flow rate extension set snapped off. The set was successfully primed with lipids using a syringe. The set¿s male luer protective breather cap was then replaced with a non-baxter cap. The non-baxter cap was a disinfection device containing alcohol. When the extension set was ready to be connected to another set (non-baxter product), the non-baxter cap was removed. The two sets were then connected with no issues until the connection was twisted to secure it, at which point the male luer ¿snapped off and cracked¿. This occurred after priming and before patient connection. There was no patient involvement. No additional information is available.